Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following event description from the partner: "normal mode when you press the silent button nothing happens. In service mode when you select test 20, I believe it flashes red, but when you press the silent button to test it like all the other buttons nothing happens no light or noise." Incident occurred during preventive maintenance.

Manufacturer narrative:
Investigation is ongoing. Additional information added in follow-up #1 (B)(4). The issue was discovered during service maintenance with no patient involved. Consequently, the event did not cause or contributed to a death or serious injury. The root cause of the event was deemed to be an electronic defect on ip key and led board msp159234. After replacing the ip key and led board msp159234 the device was found to be functional and was released for use. The issue is considered a reportable event because it could potentially impact patient safety during ventilation since the electronic defect on the ip key and led board msp159234 could result in inadequate ventilation support. In agreement with the FDA, UDI numbers (field d4 in this form) are only provided for incidents that have been initially reported by hamilton medical ag since october 1st, 2023.

Event description:
Hamilton medical ag received the following event description from the partner: "normal mode when you press the silent button nothing happens. In service mode when you select test 20, I believe it flashes red but when you press the silent button to test it like all the other buttons nothing happens no light or noise. " incident occurred during preventive maintenance.